Manufacturer narrative:
Unit not received in manufacturing mode. Unit passed sleep current measurement, active current measurement and selftest. No unexpected low battery alerts confirmed in the pump trace download. Pump trace download analysis confirmed no unexpected low battery alerts. Pump trace download analysis confirmed the pump alarmed multiple replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management tool and confirmed multiple replace battery alerts due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, sesvere scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, slightly faded serial number label, peeling end cap address label and slight corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring replace battery now alarm. The customer¿s blood glucose level was 18 mmol/l. The insulin pump was returned for analysis.